Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed what appeared to be loss of capture (loc) on the left ventricular (lv) lead. The crt-d is biventricular (biv) pacing, however there is a lv-sense (lvs) beat that occurs after every biv pace, which suggests lv loc. The lv threshold measurement was 3.5 v @ 1.5 ms. Technical services (ts) recommended further evaluation of lv thresholds in clinic. This crt-d system remains in service. No adverse patient effects were reported.